Event description:
Place in 2000. Patient presented with leakage at connector area and there was blood around connector site. Pt admitted to the hospital. Sometime later, pt hemorrhaged. It is unknown what was done for the patient. No documentation in patient chart as to what was done. Removed and replaced catheter. The next day, pt was discharged and is fine now.